Manufacturer narrative:
The cobas c 703 analytical unit serial number was (B)(6). The customer found fibrin strands in the samples.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for multiple patient samples from the cobas c 703 analytical unit. Of the data provided, only the results for one sample were a reportable malfunction. The initial result was 15.3 mol/l. The repeat results were 208 mol/l and 207 mol/l. The questionable results were not reported outside of the laboratory.